Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider and study regarding a patient receiving intrathecal morphine 5.0 mg/ml at 0.2642 mg/day via an implanted pump system. The patient had erythema surrounding the right abdominal incision. This was examined on (B)(6) 2013 and was thought to be likely due to staple irritation. The patient was given bactrim ds on (B)(6) 2013. On (B)(6) 2013 examination and palpation revealed no erythema, edema, or tenderness. The event resolved without sequelae as of (B)(6) 2013. The patient reported an increase in pain with a pain level being at a 10 out of 10. An x-ray was performed on (B)(6) 2013 and revealed no abnormality. The pump was checked via fluoroscopy, and a catheter dye study was performed on (B)(6) 2013. The catheter was patent with no leak. Their dose was increased on (B)(6) 2015.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8835, serial# (B)(4), product type programmer, patient additional review determined that the device code (B)(4) no longer applies.

Event description:
Additional information was reported by the consumer regarding their implanted system on (B)(6) 2016. The patient was seeing an unsuccessful communication screen on their personal therapy manager (ptm). The patient had tried 20 times and the ptm would not give them a bolus. It was noted that there were new batteries in the ptm. The patient also noted that their pump had been flipping since implant, but despite the flipping the ptm had worked. The patient reported that their healthcare provider had told them to flip the pump back when they needed to and the patient tried to flip the pump on both sides to get a bolus and it did not work.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the clinical study indicated that the clinical diagnosis was inadequate control of breakthrough pain.

Event description:
Additional information received from the health care professional via the clinical study indicated the issue resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant product(s): product ID: 8835, product type: programmer. (B)(4).

Event description:
(B)(6) 2015 additional information was received from a healthcare provider and study. The pump was updated (B)(6) 2013 to deliver morphine 5.0 mg/ml; 0.4599 mg/day. Patient activated (pa) was activated. The event date was (B)(6) 2013. Upon examination/palpation the pump was flipped in the pocket. The patient did not experience signs or symptoms. The personal therapy manager (ptm) was not working since the previous week after the pump flipped. The pump was manually flipped back and a fill was successfully completed (B)(6) 2013. The cause of the pump flip was unknown. The outcome was resolved without sequelae (B)(6) 2013. The ptm batteries were changed. Examination on (B)(6) 2013 revealed the pump was no longer flipped and the ptm was functioning properly. The etiology was related to device or therapy and not related to implant procedure.